Event description:
The customer reported the system would not complete boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found a software problem, but no conclusion can be drawn as repair information is not available.